Manufacturer narrative:
Review of the device history record for cvi system serial number (B)(6) showed no previous related complaints and no related non-conformances during manufacture. The acist angiographic injection system, model cvi, system serial number (B)(6), was returned for evaluation february 5, 2024. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. The cine-angiograms were not returned for evaluation. A follow-up report will be submitted if the cine-angiograms are returned for evaluation. This report is closed.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6) will not be returned for evaluation. A DHR review will be provided in a follow-up report. The consumables used during the event were discarded by the user facility and the lot numbers are not known. The cine-angiograms are not being returned to acist for evaluation.

Event description:
During a left heart catheterization for aortic stenosis and during the first image of the left coronary system, there was limited flow down the left anterior descending artery (lad) and distal circumflex. After review of the image it appeared that air was injected during the initial injection of contrast media. The catheter was removed from the body. The patient was monitored closely. The patient experienced hypotension and bradycardia. Fluid bolus was administered. After a short period of time, the patient's vitals returned to baseline. The procedure was restarted and completed per the initial plan. Patient was sent to the recovery area and discharged later that day.